Manufacturer narrative:
The insulin pump was received with constant force sensor calibration values corrupted alarm due to software error. External flash error alarm was not verified due to constant force sensor calibration values corrupted alarm. The motor was tested outside of the device and passed. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that she had been receiving alarms on her insulin pump. The customer's blood glucose level was 165 mg/dl. We advised the customer to clear the current alarm using the escape and act buttons on the pump but the alarm did not clear. No further information was reported.